Event description:
Lung and thyroid cancer; the lung nodule was found incidentally during a visit to the ER for another problem. The recommendation was to watch it, but after speaking with the pulmonologist in (B)(6) 2021, he suggested it should be biopsied. This was the beginning of a lot of medical issues. This was ordered by the pulmonologist through (B)(6) hospital. The brain MRI was done to be certain the cancer had not spread. The lung surgeon has sent my lung nodule and lymph nodes for gene testing to see how likely am for reoccurrence and it came back as low risk. FDA safety report ID #: (B)(4).